Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the australian perfusion improvement reporting system (pirs), that it outlined 3 incidents involving eurosets oxygenators. Incident 3: one week after the second event, a third leak occurred. The patient had been on extracorporeal membrane oxygenation (ECMO) support for approximately six hours when the bedside nurse notified the perfusion team of blood droplets at the base of the oxygenator. Inspection confirmed the leak originated from the same site as the previous two incidents. Support was stopped and the circuit was replaced.